Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged packaging is confirmed, but the cause is unknown. Four products were returned in a non-original shipping box, with a label and cardboard attached to that label fixed with tape to this new box. The products inside were equistream long-term hemodialysis catheters with preloaded stylets (cat no. 5903230). The tyvek pouches of each of these four products were dramatically discolored, including both fluid damage which caused brownish discoloration on the white tyvek and the pouch labels, and ink deposition, both green and black, which corresponds with the colors of ink on the labels. A large blue mark was observed above the main label on sample 4. No puncture, tear, or peeling of the sterile barrier was apparent on any sample. Two of the trays were discolored brown primarily on the right side, and two primarily on the left side, suggesting the possibility that they were placed with some facing one direction, and the others in the opposite direction. In addition, the ink deposited is potentially consistent with this same scenario, such that the ink originated from the devices¿ own labels; but in order for ink to rub off of adjacent labels onto the tyvek, the labels would have to be facing one another. The equistream packaging drawing states that there should be ¿5 loaded std pouches per ship case film side up.¿ a note adds the instruction, ¿reverse direction of every other pouch to create a more uniform stack.¿ therefore while each device pouch will have its top and bottom inverted with respect to the adjacent device(s), each device is to have its film side up. This is not consistent with labels rubbing together and exchanging ink marks. The water damage is, however, possibly consistent with this packaging configuration, as water along on one side of the product box could cause such damage. Small pieces of brown brittle material were found in the labels of samples 2 and 3. Some label peeling was also observed on all samples. The complainant stated that the box in which they received these devices was not damaged, but the devices within were damaged. This is an indication that the devices had likely been transferred from the original packaging before the reported complaint event (possibly directly to the box in which it was received for evaluation). It is possible therefore that the original box became wet, or that the device packaging was damaged at some other time.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reap2346 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 - customer allegedly received kits that have water damage on them, the outer box is not damaged. On (B)(6) 2016 - engineer discovered on (B)(6) 2016 that the tyvek lid is wet.